Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) with ampullectomy procedure the guide wire coating "melted". The target lesion was in the biliary duct. A jagwire 035/260 cm straight had been advanced to an unspecified location. An unspecified snare had been advanced over the wire. During the procedure, the snare "melted" the striped coating on the guide. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.